Event description:
On (B)(6) 2013, zeltiq was informed of a female pt who rec'd coolsculpting treatment on (B)(6) 2012 with the coolcore applicator (6.3) on her lower abdomen. The treatment was successful with no device malfunction. The pt reported good reduction. On (B)(6) 2012, the pt received another treatment above the first treated area on the lower abdomen. Approximately five weeks after this treatment, the pt noticed an enlargement in the treated area. On (B)(6) 2012, the pt rec'd a third treatment to address the enlargement. The pt subsequently had two more treatments on (B)(6) 2012 to address the issue. The pt reported that she has two enlargements on each side of the abdomen, with the left side more pronounced than the right side. She described the enlargements as being non-tender. On (B)(6) 2013, zeltiq was informed that the pt had undergone surgery to correct the condition, making this reportable.

Manufacturer narrative:
Despite multiple attempts, zeltiq was unable to obtain sys logs. The office reported that the treatments were uneventful. It is zeltiq's policy to be conservative and make this report. A follow-up report will be made to the agency if and when new info is rec'd about this case.